Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed connector tube coating peeling issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope had a leakage at the insertion port. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: coating peeling on the connection tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found coating peeling on the connection tube. In addition to the reportable malfunction, the following were noted: the angle of curvature in the up direction did not meet the standard due to wear of the angle wire; the suction amount did not meet the standard due to the breakage of the channel tube; there was an air/water leakage due to a deformation of the channel tube; there were scratches on the image due to damage to the charged coupled device unit; there was corrosion on the control panel and the charged coupled device unit due to water leakage; the acoustic lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.